Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of a left spigelian hernia . It was reported that after the implant, the patient experienced hernia recurrence, incarcerated hernia with small bowel and omentum, and mesh migration. Post-operative patient treatment included mesh re-sutured to the inferior aspect of the fascia, hernia sac resected, removal of mesh, and hernia repair with new mesh.